Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a loss of capture after the patient underwent bypass surgery. The right ventricular (rv) output had been set to 7 volts @ 2ms before the surgery. After the surgery, the pacemaker dependent patient was receiving left ventricular pacing only. After the patient was stable, the physician surgically abandoned the chronic defibrillation lead and successfully implanted a new guidant defibrillation lead.